Manufacturer narrative:
Log analysis verified the reported symptom, however did not identify root cause. The ics was returned to draeger for analysis. The ics was tested for 15 consecutive days, however the reported issue could not be reproduced. Therefore root cause could not be determined. A blank ics screen does not affect the bedside monitor. There was no patient involvement. This issue is an isolated case.

Event description:
It was reported that the ics screen went blank for about 30 minutes.

Manufacturer narrative:
The investigation was started but has not yet been concluded. The investigation result will be reported in the follow up report.

Event description:
It was reported that the ics screen went blank for about 30 minutes.